Event description:
A patient had a intraocular lens (iol) implanted without complications. The patient returned to the clinic complaining of poor vision and upon examination the surgeon noted the iol appeared opacified and was not located in the capsule. The patient is traveling for three months. When they return, the surgeon is planning to explant the lens. Additional information has been requested.